Event description:
It was reported that, "during the tka, the surgeon checked pt knee tension by using the ps insert trial (#3/10mm) reposition. He felt a good tension while he checked it. Therefore, he implanted the nrg bearing insert, but it was low tension. Then , he implanted #3/12mm insert instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.